Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient had a loss of appetite, which was unusual. The patient was brought to school, where he then started to vomit. The patient¿s cgm was reading 61 mg/dl and dropping. However, the patient¿s bg meter reading was between 200-300 mg/dl, later in the call, the reporter stated it was 265 mg/dl. The patient was wearing an omnipod insulin pump. The patient¿s parent called the patient¿s doctor and advised for the patient to go to the emergency room. At the ER, a fingerstick and urine test confirmed the patient had large ketones. Other unspecified tests for ¿viruses and bacteria¿ were negative. The patient¿s bg meter reading was 300-400 mg/dl. The patient was vomiting, had stomach pain, and was crying as he felt unwell. The patient was treated with IV fluids and an unspecified medication for the nausea. The patient was discharged the following evening (more than 24 hours). The patient was ¿fine and doing well¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.